Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the short input disks. There were no discoloration and corrosion around the cables on the bearings to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Probable root cause of broken proximal instrument grip cables is attributed to damage to the cable during use.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, customer used clip applier to hold anvil to reanastamos bowel. The case was a robotic reversal of colostomy. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The surgeon was not using the applier to apply clips per say. Surgeon was using the clip applier as a grasper to hold a round piece of metal to bring the two ends of the stapler together. Customer was unsure how long the applier was used before breaking. The issue was resolved by obtaining another clip applier to finish the surgery.